Manufacturer narrative:
Root cause is unknown at the time of reporting although can be attributed to laser etching on the tubes. Multiple complaints were reported from the same site. Issue is easily detectable prior to use and labeling instructions advise user of the following: "the trackable suction tubes are semi-disposable and end of life is determined by wear, damage and corrosion experienced during use. Always inspect suction components prior to use and replace if worn or damaged." Note: all affected serial numbers and udis have not been included in this report due to space constraints.

Event description:
Trackable suction tube exhibiting signs of corrosion at locations where it had been etched. Issue was detected by synaptive representative prior to surgery. No patient involvement.